Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was diagnosed with (B)(6) and lead endocarditis of unknown cause. The system was extracted. The patient was stable.